Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, at the cool down phase of the procedure the physician noticed a small amount of fluid coming out of the patient's cervix. A small burn about the size of a dime was noticed on the patient's lateral superficial wall. Additionally, an error message occurred with 1 minute remaining in the ablation. The burn was treated with premarin cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.